Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a revision surgery due to instability/ dislocation. The implanted stem and insert devices were removed and replaced with new components. No further patient complications have been reported for this patient.